Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced bent sensor cannula. The customer's blood glucose reading was 135 mg/dl. The customer received lost sensor alert during the initiation period. The customer was unsure if the sensor was bent. The customer was unable to see the cannula that is under the adhesive. The product was returned for analysis.